Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured above rbp. Recurrence of this malfunction could result in an embolism, flow limiting dissection, or perforation. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
The angiosculpt device was used in a slightly calcified and moderately tortuous distal iliac artery. A pinhole balloon rupture occurred when inflated more than 20 times with a maximum pressure of 18 atm (above rbp). The procedure was completed with a competitor device. No patient injury reported.